Event description:
A medtronic rep reported intermittent communication with axiem box during a cranial procedure using the synergy cranial software application. The system was cycling every 20 seconds and displaying an error message in the tracking details window. The surgeon registered the pt and proceeded to navigate with the system with no impact on the pt outcome.

Manufacturer narrative:
The system was evaluated at the site. The reported event was resolved by switching the axiem connection to another usb port. The system was then fully functional.